Manufacturer narrative:
.

Event description:
Provider stated the release valve will not open to let the pump release. The end user was not in the lift when the issue was discovered. A 7857hf sn# (B)(4).